Event description:
The customer reported bellavista1000 having screen pixel issue, some pixels of unit screen are showing red color lines. Furthermore, the customer confirmed that the issue happened during unit pre-use check, no patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for investigation. However, customer have cross checked the unit with another ui assy and found that problem is with ui assy. Result of investigation: the root cause of failure is due to a defective display (screen interference).as a resolution, vyaire medical shipped a new ui assy under warranty replacement.